Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly.

Event description:
Customer reported via phone call that the insulin pump fell into the water. Customer's blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.